Event description:
I started using fixodent, seabond and poligrip from 1989 to present. While using these products, I've experienced numbness and tingling in my finger and toes. Over the years, I am losing the strength for walking. My muscle strength to my hands is as bad, making it even difficult to fill out all these forms. Dose: 1. Denture cream. 2. Dent adhesive. Frequency: 1 & 2. As needed. Route: 1 & 2. Oral. Dates of use: 1 & 2. 1989 - to present. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.